Event description:
It was reported that due to issues with the pump flipping in the patient's pocket, the patient has experienced some scarring due to events where there would be issues with the needle at time of refill. The reporter stated, the pump "kept moving out of place" and "it flips". The reporter noted when the healthcare provider (hcp) would fill the pump, he would either bend a needle or break a needle. The reporter stated possibly "three times". The patient questioned if there were "little bits of steel in my abdomen now?". The patient also noted scarring from the issues and needle events. The patient had multiple instances of the pump flipping and was considering having the device shut off or removed. (See manufacturer report # 3004209178-2012-03933). The medication being delivered via the device was dilaudid.

Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 8591-38 lot# d12888, implanted: 2011 (B)(6), product type accessory, product ID: 8590-9 lot# n238707, implanted: 2011 (B)(6), product type accessory, product ID: 8550 product type accessory product ID 8550 product type accessory, product ID: 8550 product type accessory. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_refillkit_acc, product type: accessory. Product ID: neu_refillkit_acc, product type: accessory. Product ID: neu_refillkit_acc, product type: accessory.